Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height legacy drawer was failed and no cubies would open. A field service engineer (fse) identified that the row board c was failed, and the drawer replacement was required. Fse also identified that the position sensor cable was damaged, resumed testing but the issue remained unresolved. Fse also identified that the drawer controller board was failed and replaced the board to resolve the issue. Fse then verified the cable connections and pocket operations. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubies were failed to open, which located in acspyx. The screen displayed a message to open the drawer fully for access, even though the drawer was already fully open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.